Manufacturer narrative:
This report is being filed to correct the manufacturer name and address information and manufacturer site facility name and contact information.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patent had received an inappropriate shock. At the time of shock delivery, the device was programmed to an alternate sense vector. The patient had developed sinus tachycardia associated with t wave oversensing. The device has been reprogrammed to secondary. The physician commented that the patient's rhythm and morphology keeps changing. Right bundle branch block than left bundle branch block and back to right bundle branch block. The patient is trying to get insurance for an upgrade to a model#a219 (smartpass and lat nxt support availability). Patient was presented back to the electrophysiology laboratory on (B)(6) 2018. This sicd device and electrode were explanted and replaced with an implantable dual chamber implantable cardioverter defibrillator device and transvenous lead system. There were no patient adverse effects reported as a result of the replacement procedure.